Event description:
It was reported that the lesion was located in the obtuse marginal with heavy calcification. The 2.75 x 18 mm promus stent was unable to cross the lesion, due to resistance with the heavy calcification. During removal of the device, the stent dislodged into the left main (lm). No attempts were made to retrieve the dislodged stent. A 4.0 x 16 mm non-abbott stent was implanted to compress the dislodged promus stent into the vessel wall of the lm. The procedure was completed using a different device. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Although the return of the promus stent delivery system (sds) may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified, which likely contributed to the failure to cross. It is possible an interaction with the calcified lesion may have resulted in loosening the stent on the balloon. Subsequent interaction with the calcification and/or tip of the guiding catheter as the sds was removed could have then led to the stent dislodgement; however, a conclusive cause for the dislodgement could not be determined. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Based on the lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).